Manufacturer narrative:
Concomitant product(s): product ID: 387745, lot# b0494885k, implanted: (B)(6) 2007, product type: lead. Product ID: 3708160, serial# (B)(4) , implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The health care professional of a foreign clinical study reported the extension was fractured. During a procedure to change the device on (B)(6) 2015 the doctor cut the extension. The extension was explanted and replaced on (B)(6) 2015. The event was resolved without sequelae. Patient medical history includes chronic pain, neuropathic injury to tissue of nervous system and peripheral vascular disease.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the extension was cut during the procedure of the change of the device and the extension was changed on (B)(6) 2015.